Event description:
Reportable based on device analysis completed on 05 jun 2024. It was reported that a catheter issue occurred. The 97% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the tip of the catheter was kinked. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the tip was detached.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the tip was detached but was not returned for analysis. Based on the evidence, the as reported code of tip kinked cannot be confirmed.